Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a53 (android 13) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see the error is caused by a network request timeout and cancellation during a diagnostic log upload operation. App starts uploading diagnostic logs via post request to minimed cloud 08:20:00 request is disposed/canceled (likely due to timeout) . The primary problem is the network request is taking too long (40 seconds) and gets canceled before completing. This could be due to slow/unstable cellular network connection large diagnostic log payload serverside timeout clientside timeout configuration (likely 40 seconds) to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: pt was asked to remove pump/ phone from device bluetooth settings. Pt was asked to remove all medtronic apps pt was asked to reset app preferences. (Pt was advised beforehand on the potential implications of performing this action.) Pt was asked to restart phone pt was asked to turn off/on bluetooth. Pt was instructed to reinstall mmm app. Pt was asked to pair pump to phone. Phone started pairing right after selecting mobile on pump (no pairing request on phone) error message received pairing failed. Pt successfully uploaded diagnostic log. Pt was asked to close/reopen app pt was asked to pair pump to phone pairing successful pt successfully uploaded diagnostic log. Pt was asked to sync to carelink and upload now. Helpline informed team that customer issue was resolved after following the recommendation steps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.